Event description:
It was reported that the patient underwent a right knee revision approximately 13 months post implantation due to unknown reasons. The tibial components were exchanged. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00627.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h3, h6. The reported event was able to be confirmed via medical records, supporting that the patient had undergone revision. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.